Event description:
The customer reported erroneous analyte results, for multiple patients, involving the unicel dxc 600 synchron system. The erroneous results were released out of the laboratory and amended results were issued. There has been no report of patient consequence or change in patient treatment associated with this event. Analyte results provided were glucose (glu), triglycerides (tg), cholesterol (chol), and alanine aminotransferase (alt). All affected analytes were on the cartridge chemistry (cc) side of the instrument. Quality control (qc) was acceptable prior to, but out of specification after the incident. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a pin hole in the tubing line from the reagent a/b valve to reagent probe a, on the cartridge chemistry side of the instrument. The fse replaced the tubing and verified no motion errors. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications.